Event description:
A nurse reported following an intraocular lens implant procedure, the patient experienced halos and expressed a need for better distance vision over better up close vision, as well as halos. Many interventions were done like drops, and photorefractive keratectomy (prk) (5/20). The lens was later exchanged in a secondary procedure. No patient harm was noticed. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a plastic bag with a surgical sponge. Blood and solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The file indicated the use of a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the 19.5 diopter, (1.50cyl) add power +2.2 & 3.2 lens was replaced with a 19.5 diopter, (1.5 extended depth of focus) lens. Due to the exchange of a lens to an extended depth of focus lens with a lower diopter may suggest that the replacement lens model may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).